Manufacturer narrative:
Device evaluation: result - no samples (including photos) were returned for evaluation. A lot history review was carried out for the reported lot number 5085239 and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A review of the complaints database was performed and there have been no trends identified on this lot number. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. As a sample was not returned for evaluation, an absolute root cause for this incident cannot be determined. A potential root cause is reuse.

Manufacturer narrative:
Medical device expiration date: this device does not have an expiration date. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported by the customer's wife that the needle on the suspect device broke off in the customer's injection site. The customer went to the emergency department, where the doctor attempted to remove the needle but was unsuccessful. The surgeon also attempted to remove the needle without success. The surgeon told the customer to leave the needle in the site and it will work itself out.